Manufacturer narrative:
Initial.

Event description:
It was reported that the ilet touchscreen was cracked after the device was bumped against a tabletop, and the display remained only partially usable with the lower portion unresponsive. Symptoms included no injury to the user. Outcomes included a disruption to device usability that required replacement of the affected unit. Investigation included collection of event details, request for device sync reports prior to shutdown, and arrangements for return of the original device for evaluation. Investigation of this case revealed physical damage to the touchscreen/display component consistent with impact-related breakage, causing impaired touch responsiveness. It was concluded, based on previously established findings for similar reports, that the cause was device damage due to external mechanical stress.